Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a benchmark bmx96 access system (bmx96), and a guidewire. During the procedure, while advancing the red72 into the bmx96, the physician noticed that the mid-shaft of the red72 was fractured and leaking blood. Therefore, the red72 was removed. The procedure was completed using a new red72 and the same bmx96. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was fractured. Based on the damage around the fracture site, this break was likely the result of a kink. This damage typically occurs if the device is advanced against resistance. Further evaluation revealed an additional kink. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.